Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. The device instructions for use (dfu) warnings indicates, "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the wire and/or catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the zipwire hydrophilic guidewire's tip, damage to the catheter, or damage to the urinary system. If necessary, remove the zipwire hydrophilic guidewire and ancillary device or scope as a complete unit to avoid complications." At this time it is not possible to assign a definitive root cause for the event as reported. The patient information was not available at the time of this report. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: it was reported that: during ureteroscopy lost its coating inside the patient. Clinical consequences: obligation to pick up the stuck coating inside the patient.